Manufacturer narrative:
UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212454 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 212454, test base part number 195-430h/ lot: 207836. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212454 showed that the complaint rate is 0.000981%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use. Device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal kitted swab. Repeat testing was not performed. Confirmation testing was performed on (B)(6) 2023 at an urgent care facility using an unknown pcr platform which produced a positive result. The consumer was reportedly given medicine for allergies and anti-bodies. The consumer confirmed there was no death or serious injury due to the test results. No additional patient information, including impact or delay, was provided.